Event description:
It was reported that the tip of the driver instrument was broken during a surgical procedure. The surgeon was able to remove the fractured piece without difficulty. No pt complications were reported.

Manufacturer narrative:
Device has been returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination performed by a product engineer revealed that markings on the instrument show that it was over-torqued in a removal at some point in time. In addition, a hardness check was performed that measured the level at of the instrument at 44.8 - 45.3 where print specifications are at 48-52.